Manufacturer narrative:
(B)(6) 2009. Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 6.6; ref: 3.8; mean: 5.20; confidence limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation are required. Product will be investigated when it is returned.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 6.6; reference: 3.8.